Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the device took a long time to connect and that the ptm (personal therapy manager) had been more trouble since october. The agent offered to clear the data on the handset and the patient said that they clear the data every day. The patient stated that they had to find out from fb (facebook) how to clear the data. The agent reviewed device function.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient in response to a letter they received regarding steps taken to resolve their 'long time to connect' issue. The patient reported using the following work around and states it has stopped the handset from showing the 338 service code 100% of the time. After the patient gets a successful bolus, tap on 'ok' or 'done' to get to the lockout screen. At the lockout screen after a bolus, turn off the communicator. Wail until the icon on the handset starts flashing when it is searching for the communicator. Hit the menu next to home, then tap on 'resync' and wait until the screen shows searching. The patient then waits 1 or 2 seconds then taps on 'cancel' and then it 'takes you back to the screen'. The patient then turns off the handset and when they are ready for their next bolus, it opens up on the bolus screen with no service code 338. The patient added in response to the question about the personal therapy monitor (ptm) lag the patient reported they delete the data about every 3 days or they will have a lag at 0% for about 5 minutes. The patient added they only bolus 4 times a day. While on the call, the technical services agent had the patient toggle off mobile data and recommended restarting the app.